Event description:
It was reported to philips that the device failed testing. Upon further clarification from an authorized bench technician it was confirmed that the device failed the defib test. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device was returned to the customer at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement.